Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The system was investigated by our field service engineer and the reported failure was reproduced. The reflector pressure transducer pcb was found faulty and was replaced. The pcb was returned for investigation and the system device logs were received for evaluation. The returned pressure transducer pcb was simulate use tested in an anesthesia system. The reported failure was not reproduced. No fault could be reproduced during the investigation of the returned pressure transducer pcb. Evaluation of the received system device logs confirms the reported failure. The logs show that the system checkout failed the pressure transducer test due to the measured zero pressure offset for the reflector pressure transducer pcb being out of range; the measured zero pressure offset was 0 v. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout, if a high pressure offset value is measured and if the measured value is outside the allowed limit (±300 mv from factory calibrated value), the test will fail. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion, based on the field service engineer investigation and the device logs evaluation, is that the reflector pressure transducer was the cause of the reported failure. The root cause of the reported failure has not been determined in this investigation.

Event description:
Manufacturer's reference #: (B)(4).